Event description:
(B)(6) hospital reported that this lead was capped and replaced with an OEM lead. The reason for this lead being taken out of service was not provided. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.